Event description:
After intra-aortic balloon pump for five days, the intra-aortic balloon leaked and the intra-aortic balloon was removed. A second intra-aortic balloon was inserted into the pt. (Event complications: none from the event-reported 5/18/98.) (Pt's current status: unk-rpt'd 5/18/98.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/17/98).